Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: b4, b5, d4, g4, g7, h2, h3, h4, h6. The reported event was able to be confirmed by review of medical records. Revision surgery notes and x-rays were provided and identified that the internal fixation rod of the lining was loosened and shifted to the inside. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that approximately 6 weeks post implantation, the patient underwent a revision due the locking bar backing out. Attempts have been made and no further information has been provided.